Manufacturer narrative:
Investigation:review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. The defect needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter didn't activate to retract the needle during use. The following information was provided by the initial reporter, translated from portuguese to english: "the safety mechanism is not activating in order to retract the needle. There was no damage to the patient / health professional. There was no need for medical or surgical intervention. There was no needle stick accident."

Manufacturer narrative:
Correction: d3. Medical device manufacturer: becton dickinson infusion therapy systems inc. Sandy, ut. G1. Manufacturing location: becton dickinson infusion therapy systems inc. Sandy, ut. The product is made in sandy, ut and packaged in juiz de fora, br. This report errantly reported the manufacturer as juiz de fora, br.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter didn't activate to retract the needle during use. The following information was provided by the initial reporter, translated from portuguese to english: "the safety mechanism is not activating in order to retract the needle. There was no damage to the patient / health professional. There was no need for medical or surgical intervention. There was no needle stick accident."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd insyte¿ autoguard¿ shielded IV catheter didn't activate to retract the needle during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the safety mechanism is not activating in order to retract the needle. There was no damage to the patient / health professional. There was no need for medical or surgical intervention. There was no needle stick accident."